Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon resection of the tissue on an open procedure, the blade was ¿running¿ through the reload. Another reload was used to complete the case. There was no patient injury.